Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a low reading from their abbott diabetes care device. It is unknown whether the customer noted a trend arrow on the device. The customer reported a low reading of 70 mg/dl from the adc device compared to a laboratory reading of 213 mg/dl. The customer reported length of device wear to be day 4. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.